Manufacturer narrative:
Batch review performed on 15 july 2026 02.12. E0417fr gmk-sphere tibial insert e-cross - flex 4r - 17mm (k202022) lot. 2245468: (B)(4) items manufactured and released on 16 february 2023. Expiration date: 30 january 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery after 7 months from medacta primary surgery due to anterior knee pain. The surgeon revised the patella and upsized the insert.